Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had a pressure sensor failure. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Information was received that the issue occurred during set up for use, with no delay noted. Multiple attempts were made for additional information and on the repair/service on the device that have been unsuccessful.